Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that the power button would only respond intermittently when pressed.  There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed main keypad assembly and determined that the cause of the reported issue was that the on button had an electrically open trace, leaving it non-functional, due to damage.